Manufacturer narrative:
The gambro cartridge blood set was discarded. The catalog number was 003410510 and the lot number was unk, but was of either lot number 02n157300 or 04n157300. The retain samples of lot numbers 02n157300 and 04n157300 were submitted to visual inspection, functional test and physical characteristics analysis. See attachments: - complaint investigation form. - clinical complaint investigation (parent) (child). - protocol forms for visual inspection, functional test and physical characteristics of retain samples. Sample analysis: the cartridge blood set was discarded. The catalog number was 003410510 and the lot number was unk, but was of either lot number 02n157300 or 04n157300. The customer will be returning these lot numbers to the MFR for inspection, the companion samples of the suspect lot numbers are not yet received; instead the retain samples of suspected lots were submitted to visual inspection, functional test and physical characteristics. Visual inspection: the retain samples from lot numbers 02n157300 and 04n157300 were visually inspected and no defects were found. Physical characteristics: all the dimensions of the lot numbers of 02n157300 and 04n157300 are within MFR specs. Functional testing: the lot number 02n157300 and 04n157300 were functional tested and the tests were completed without alarms and no abnormalities were detected during functional test. Record review: DHR review: DHR review was conducted and all production and quality criteria were met. There were not events that could be generated or contributed the reported event of hemolysis. Lot history review (bts code): the history shows other complaint for the lot 02n157300 (different bts code failure, not related to hemolysis complaint) this is the second complaint received for this lot. Ths history shows no other complaint for the lot 04n157300, this is the first complaint for this lot number. Bts code review: a 6-month review of the complaints database shows 2 complaints of hemolysis previously to the complaints date. Process review: no process review was conducted.